Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured.   Based on the results of the investigation, it could not be definitively determined what the foreign material was adhered in air/water-cylinder and air/water-channel. It is presumed that reprocessing was not conducted properly due to leakage from damaged biopsy channel. Subsequently, the materials were not possibly eliminated. Therefore, the cause of the material remaining in the device could not be determined. Occurrence of the events can be detected/prevented by handling the device according to the following instructions for use. Detection methods are written in instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in instructions for use: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the air/water tube. There were no reports of patient involvement.